Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial# unknown, and product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 1 month ago, while charging the stimulator, the screen turned white or black, and the screen displayed repeatedly when charging was stopped. It takes about 6 to 7 hours to fully charge the stimulator; it starts at 7pm and takes up to 2pm. The battery pack was removed and re-inserted several times, but the symptoms did not change. Various positions was tried to charge, but the charging did not go well; unable to charge. There were no known environmental, external, and patient factors that may have caused the event. The serial number could not be confirmed due to poor vision. There was no health damage, so no treatment was performed. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the charging issues (long recharge, unable to charge) and screen going white/black was product deterioration due to aging; malfunction of programmer software. The actions taken to resolve the issue were that the controller and recharger will be replaced, however, it is under back order (bo), so not replaced yet. The issue was not yet resolved. Additional information was received. It was reported that the controller charged to 100%, but the screen turned black. The battery pack was inserted and removed many times, but the power did not start up. Additional information was received. It was reported that the controller and recharger replacement is scheduled on friday, 2024-mar-08.

Event description:
Additional information was received. Japan facility has possession of the recharger. No fixed return set. The cause of the power not starting up was stated to be the recharger and controller malfunction, resolution unknown.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger, product ID 97745ac, lot# serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the controller/recharger replacements resolved the issue.